Event description:
Covidien received info from a sales rep in (B)(6) stating that the 840 ventilator was inoperable. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and found error codes relevant to the malfunction in the memory logs. The cse replaced the analog interface printed circuit board (pcb) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. (B)(4).